Manufacturer narrative:
Reported event of stent kinked. Reported event of stent positioning issue. (B)(4). The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advanix pancreatic pigtail stent was used in a stent placement procedure performed in the pancreatic duct of a patient, on (B)(6) 2015, as part of the e7089 short-term pancreatic stenting clinical trial. According to the complainant, the patient was enrolled in the study to place a stent prior to a papillectomy. The patient¿s pain level was measured on (B)(6) 2015 and was recorded as ¿02¿ on the visual analog scale. The frequency of the subject¿s pain attacks was reported to be as daily. An intraprocedural pancreatogram was recorded before stent placement and the anatomy of the pancreatic duct was categorized as an ansa loop. Neither prophylactic antibiotics nor prophylactic nsaids were administered. Neither a prior biliary sphincterotomy nor a prior pancreatic sphincterotomy had been performed. On (B)(6) 2015, during the stent placement procedure, both a pancreatic sphincterotomy and a biliary sphincterotomy were performed. The pancreatic bile duct was dilated up to 5mm and contrast was injected into the pancreatic duct. The bile duct was injected demonstrating an 8-9mm cbd without stricture and an intact gallbladder. During the procedure the physician noted that the ¿pushability¿ of the stent was poor. The stent kinked in multiple locations during deployment, accordioned over the guidewire and then migrated around the genu so that only 2cm of the stent remained in the lower limb of the ansa. The stent was left implanted to complete the procedure. In the physician¿s assessment, the anatomy of the duct being in an ansa loop contributed to the stent kinking and migration. The physician also noted that the walls of the stent are thinner than others. There were no reported patient complications due to this event.